Manufacturer narrative:
The reported event could not be confirmed since the device was returned for evaluation was found to be deformed not broken as per reported event. The received device was visually inspected, and we found that the spiral shaft is deformed from its original shape. The shaft is bent on one side, we also see usage marks on the device in the form of spiral rings which form while the device rubs with the other component. The reamer cutting flutes are also show signs of nick marks and dull in nature. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation based on the investigation the root cause can be established a combination of user related and normal wear and tear and we can see deformation and dullness around the reamer. If any further information is provided the complaint report will be updated.

Event description:
As reported: "a bixcut reamer has snapped inside the patient. The coil part of the reamer uncoiled during use whilst using a guidewire, removed and x-rayed patient nothing remained in patient." Case type: im fixation of the tibia the procedure was completed with 30 min of delay by using another set of instruments.

Manufacturer narrative:
Correction: please refer to h6 device code.

Event description:
As reported: "a bixcut reamer has snapped inside the patient. The coil part of the reamer uncoiled during use whilst using a guidewire, removed and x-rayed patient nothing remained in patient." Case type: im fixation of the tibia. The procedure was completed with 30 min of delay by using another set of instruments.